Event description:
It was reported that a percutaneous transluminal angioplasty (pta) was performed. The procedure time was 2 hours. Access to the common femoral artery was made via an antegrade puncture. No pre-insertion angiogram was performed, but mild tortuosity and mild calcification was confirmed during the pta procedure. Active bleeding was confirmed during the pta procedure and prior to the angio-seal deployment. An 8f angio-seal sts plus was deployed. The angio-seal failed to achieve hemostasis and active bleeding occurred. Manual compression was applied for 20 to 30 minutes to achieve hemostasis. During manual compression, the pt experienced diminished peripheral blood flow. An femoral angiogram was performed and the pt was diagnosed with occlusion at the puncture site. The pt underwent surgical intervention. The angio-seal anchor and collagen were removed from within the artery. Surgical findings revealed the punctured artery lumen was small and contained plaque near the puncture hole. The physician alleged that the anchor was trapped by the plaque allowing the collagen to enter into the artery. The physician stated the pt was not suitable for receiving the angio-seal. The physician was in the angio-seal sts plus training process but was accompanied by an angio-seal sts plus trained physician. The pt was reported to be recovering.

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined; however, the physician stated the pt was not suitable for the angio-seal. The angio-seal instruction for use (IFU) states that if collagen deposition into the artery at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery. The IFU cautions the use of the angio-seal device in pts with clinically significant peripheral vascular disease. The IFU instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The IFU cautions the use of the angio-seal in pediatric pts or others with small femoral artery size (< 4 mm in diameter). Small femoral artery size may prevent the angio-seal anchor from deploying properly in these pts.